Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227, k953101.

Event description:
It was reported abutment screw slip. 1 implant of 4.7x8mm was implanted at the missing tooth site of 19 on (B)(6) 2020. The abutment screw slip was found on (B)(6) 2021. The crown and the abutment were removed. There was no impact on implant. Other abutment has been used to complete the subsequent surgery.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-02273 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.